Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level had dropped to 47mg/dl. The customer states they have been suspending and disconnecting at night. The customer declined to troubleshoot and states they would be speaking with their doctor.